Event description:
It was reported that was no record of any issues during the trial and bladder symptoms improved. However, the patient alleged that the trial was ¿not a grand success," stating there were periodic episodes of bladder problems including infections. Follow-up is being conducted to determine cause, actions, and outcome.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).